Event description:
Meter name: ot ultra. Strip name: ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: chest pains and sick, discomfort, feeling low. A patient reported they were unable to test on their meter. Their meter allegedly had no power. There was no result on their meter. The result on the backup meter was 100 mg/dl. There was no comparison. Treated self by drinking orange juice. No further information has been reported.